Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt had a loose wire. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the cable connecting the distribution note (dn) to the rear therapy electrode (te) was pulled from the strain relief at the dn and the trunk cable connector was cracked. The root cause of the damaged cable and cracked connector cannot be positively identified, but is likely excessive force placed on the cable and connector. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.